Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed back pain under the lifevest equipment. There was no alleged device malfunction contributing to the pain. It was determined that the back pain was due to fluid retention. The patient¿s physician prescribed a medication for fluid retention. Follow up indicated that the back pain improved.